Manufacturer narrative:
(B)(4). A visual examination confirms that the locking tabs have been over tightened and are slightly flared out which would cause slight interference with the surfacing guide. Heavy scratch marks on the taps suggest that there was pressure applied to them to get them to fit correctly. These devices are used for treatment. Per the zimmer nexgen lps fixed knee surgical technique it states to "attach the appropriate size patella reamer blade to the appropriate size patella reamer shaft. Use only moderate hand pressure to tighten the blade. Do not over tighten the blade." This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that when the surgeon placed the reamer blade on the shaft, and then tightened, the sides stuck out and would not fit inside the ring.